Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) device displayed a moderate decubitus at the device pocket site. Antibiotic therapy was initiated and a revision procedure was performed, this device was reimplanted in the subpectoral location. No further adverse patient symptoms were reported.

Event description:
Additional information was received. A replacement procedure was performed. This device was removed and replaced.